Event description:
Per the independent repair center, the customer alleged problem is no alarm. The key failure is the 4 way valve is heavily contaminated. Additional malfunctions are the power switch has no alarm and the pilot valve is alarming/shutting down.